Event description:
It was reported that the patient experienced a procedure to replace an inflatable penile prosthesis(ipp)due to a micro puncture in the cylinder and a pump malfunction. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a procedure to replace an inflatable penile prosthesis(ipp)due to a micro puncture in the cylinder and a pump malfunction. A patient outcome was not reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body. There was no leak in cylinder 1. Cylinder 2 has a leak in the distal cylinder body attributed to sharp instrument damage. Cylinder 2 has multiple holes/damages with broken fabric treads in the outer tube that was result with sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Therefore, product analysis was unable to confirm the reported allegation related to hole in cylinder as sharp instrument damage was identified. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported allegation related to hole in the "cylinder". However, product analysis concluded the identified pump failed functional test was the most probable cause of the reported event. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 931416, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, as product investigation identified a device malfunction with the returned pump. The product analysis results, and event report provided no objective evidence that would warrant further escalation. System components pump ms model-72404310 lot sn-(B)(6).